Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: medical intervention. Onset of adverse event: during the procedure. It was reported that during the procedure to treat a perforation in the left descending artery, as the graftmaster stent system was inserted into the co-pilot; the stent dislodged inside the co-pilot. The stent did not enter the pt's anatomy. The co-pilot and stent were removed as uneventfully. The perforation was sealed with balloon inflations, and a pericardiac tap was performed to prevent cardiac tamponade. No adverse pt effects reported.